Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.no further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) adjusted the gear pump head, water inlet, and sample probe, performed a teflon check of the sample probe, checked the rinse arm volume, and performed a hardware performance check successfully. The customer performed qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable ua2 uric acid ver.2, alb2 albumin gen.2, iga-2 tina-quant iga gen.2, hdlc4 hdl-cholesterol plus 4th generation, and ureal urea/bun results for 9 patient samples on a cobas pro c 503 analytical unit. For sample 1, the initial uric acid result was 0.0284. The repeat result was 3.72. For sample 2, the initial albumin result was 6.10. The repeat result was 4.59. For sample 3, the initial iga result was 42.1. The repeat result was 113. For sample 4, the initial uric acid result was 1.40. The repeat result was 3.98. For sample 5, the initial hdlc4 result was 145. The repeat result was 60.8. For sample 6, the initial uric acid result was 1.03. The repeat result was 4.52. For sample 7, the initial ureal result was 14.2. The repeat result was 29.8. For sample 8, the initial albumin result was 7.32. The repeat result was 4.27. For sample 9, the initial ureal result was 5.48. The repeat result was 26.00. The units of measurement were not provided. No questionable results were reported outside of the laboratory.